Event description:
It was reported that during implant the left ventricular (lv) lead was attempted but the patient's lv branch was narrowed too much to allow proper lead placement. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.